Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headache due to burning smell from device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer service center. During evaluation of the device, the manufacturer visually inspected the device and was unable to confirm the burning smell while in use. It was also observed there was no thermal damage to the pca, no thermal stress to the enclosures, and there were no voids present in the enclosures. The device was scrapped.